Event description:
Boston scientific crm received information from a boston scientific field representative that this right ventricular (rv) lead was capped and surgically abandoned after exhibiting loss of capture and increased pacing thresholds. It subsequently was reported that the lead had experienced a fracture due to clavicular crush. There were no adverse patient effects, and another rv lead was implanted.

Manufacturer narrative:
This report will be updated if additional information is received.